Event description:
Pt reports that approximately two months ago, she had a sudden onset of numbness in both legs from the waist down and was unable to walk. The pt was hospitalized for 3 weeks, during which time she underwent surgery to remove most of a "granuloma at the catheter tip." The pt is presently receiving outpatient physical therapy and walks with a walker.